Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not lock and fully apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The correct event date should be (B)(6) 2023. The cs department inspects all instruments prior to sterilization. There was no damage noted during inspection. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon used a backup instrument to continue the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test. The medium-large clip applier was placed on an in-house system and passed recognition and engagement tests. The instrument retained the clip through engagement but could not release the clip. The medium-large clip applier also had a bent grip and the misaligned tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.